Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke and frayed. Procedure was completed successfully. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 05/15/2020. A manufacturing record evaluation was performed for the finished device am3596 number, and no non-conformances were identified.